Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2011. According to the complainant, just after the device was unpacked, the proximal end of the handle cannula was found to be detached from the handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2011. According to the complainant, just after the device was unpacked, the proximal end of the handle cannula was found to be detached from the handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant confirmed on (B)(6), 2011 that the alleged issue was a detached cautery pin, not a detached handle cannula as previously reported. The correct device was returned for evaluation. Visual evaluation of the returned device found the cautery pin missing; no other defects were noted. The unit extended and retracted according to specifications during functional testing. The condition of the returned device was consistent with the complaint that the cautery pin detached; the complaint was confirmed. The device handle and the cautery pin were not properly connected, and an investigation has been initiated to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted.